Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device internally and externally but unable to confirm a thermal event occurred or address the symptoms described by the patient. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's event logs were downloaded and reviewed. The manufacturer found 1 unrepeated error code. The manufacturer concludes there was no evidence of sound abatement foam degradation. Section d9, codes in section h6 were updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.